Event description:
As reported by (B)(4) affiliates, post transaortic tavr procedure, the surgeons noticed excessive bleeding from the left ventricle and left atrial appendage. The tavr was performed successfully. While closing the access site, bleeding was noted from an unknown source. A full sternotomy was performed to get a better view of the heart and to determine the source of bleeding. Initially they found a tear in the left ventricle. After more investigation the surgeons found that the left atrial appendage was also damaged and bleeding. They were uncertain of the cause. The surgeons then opted to put the patient on cbp to repair the ventricle and appendage. They struggled with the repair due to very soft, thin ventricle and apex that kept on tearing while trying to suture. They managed to stabilize the patient and control the bleeding. The patient's condition suddenly deteriorated and the physicians were unable to control the bleeding. Ultimately the patient expired. The exact cause of the event is unknown, however it was perceived that the wire went through the ventricle and moved-up to the left atrial appendage. It could be due to myocardial frailty, but as the cause cannot be completely determined. The results of the autopsy for this will not be available, but according to the physician the wire perforated the left ventricle, and also perforated the left atrial appendage.

Manufacturer narrative:
Limited cine images were submitted for review, no echo provided observations: ¿ moderate-severe calcification in the aortic valve leaflets, severe calcification in the mitral leaflet, and mild- moderate calcification in the coronary arteries. ¿ there was poor coaxial alignment of the sheath, because the sheath is coming from the anterior part of the aorta (too medial). Edwards recommends placing the purse string sutures in the right part of the aorta. ¿ the guidewire position is too deep in the ventricle with the stiff part pushing towards the lateral part of the ventricle. ¿ the guidewire is out of the ventricle in the pericardium before inflation of the bav balloon, because the guidewire position is outside the coronary arteries. The bav balloon has poor coaxial alignment. ¿ pre-deployment there is poor coaxial alignment of the delivery system due to the sheath's position. During deployment there was poor coaxial alignment causing the valve to be implanted too high (90:10 aortic/ventricular). ¿ the contrast injection post deployment of the xt valve shows moderate-severe pvl coming from the junction of the rc sinus and nc sinus. Impressions: a ventricular perforation was seen before inflation of the bav balloon. The images of the wire before placement of the bav balloon were not provided. The incorrect position of the sheath resulted in a poor coaxial alignment, responsible for more maneuvers being performed to find the correct position of the wire.

Event description:
As reported by (B)(6) affiliates, post transaortic tavr procedure, the surgeons noticed excessive bleeding from the left ventricle and left atrial appendage. The tavr was performed successfully. While closing the access site, bleeding was noted from an unknown source. A full sternotomy was performed to get a better view of the heart and to determine the source of bleeding. Initially they found a tear in the left ventricle. After more investigation the surgeons found that the left atrial appendage was also damaged and bleeding. They were uncertain of the cause. The surgeons then opted to put the patient on cbp to repair the ventricle and appendage. They struggled with the repair due to very soft, thin ventricle and apex that kept on tearing while trying to suture. They managed to stabilize the patient and control the bleeding. The patient's condition suddenly deteriorated and the physicians were unable to control the bleeding. Ultimately the patient expired. The exact cause of the event is unknown, however it was perceived that the wire went through the ventricle and moved-up to the left atrial appendage. It could be due to myocardial frailty, but as the cause cannot be completely determined, an autopsy has been requested.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact timing of the perforation is unknown. However, it appears that the patient¿s very soft, thin ventricle contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.